Event description:
It was reported that the camera head displayed artefacts and interruption in image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor watertightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs and no image is displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.